Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection, abscess. Treatment provided for these conditions include removal surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, infection and abscess. Treatment provided for these conditions included incision and drainage of abdominal wall abscess, removal of old mesh, and placement of new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, fever, abdominal pain, draining wound, cellulitis, infection, purulent discharge, open wound, some of mesh free and incorporated, adhesions, and abscess. Treatment provided for these conditions included incision and drainage of abdominal wall abscess, exploratory laparotomy, IV antibiotics, removal of old mesh, and placement of new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, fever, abdominal pain, draining wound, cellulitis, infection, purulent discharge, fistula, small bowel obstruction, open wound, some of mesh free and incorporated, adhesions, pain, mesh erosion, and abscess. Post-operative patient treatment included incision and drainage of abdominal wall abscess, exploratory laparotomy, IV antibiotics, removal of old mesh, small bowel resection, and placement of new mesh.